Manufacturer narrative:
(B)(4). Insulin pump received with blank display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, insulin pump power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements or verify charge or battery last less than expected due to blank display anomaly.

Event description:
Customer reported via phone call that insulin pump had low battery alarm. Customer¿s blood glucose was 120 mg/dl. Customer stated that insulin pump got submerged and got wet during river rafting. Insulin pump will be returned for analysis.